Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of five submissions for the same event. The others are (B)(4). Device history record review revealed nothing relevant to this event. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The cause of the event is undetermined. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a distal femoral osteotomy procedure, as the surgeon inserted the last screw on the contourlock osteo plate ((B)(4), lot: 10156990), a proximal vertical fracture occurred in the patient's left femur. The surgeon wrapped two stryker cables around the femur to secure the fracture and the case was completed with no further complications. There have been no reports of complications since the surgery. It is unknown which screw was being inserted at the time the fracture occurred. The following screws were implanted along with the plate:(B)(4).